Event description:
Healthcare professional reported injecting a patient in the lips with one syringe of juvéderm volbella® xc. Three months later, the patient developed ¿hard lumps, possibly granulomas.¿ biopsy was not provided. The patient was prescribed steroids, and the filler was dissolved. The patient responded well to a second round of dissolver. The event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.